Manufacturer narrative:
The device manufacture date provided in the initial report, submitted september 30, 2016, was incorrect. The correct device manufacture date is may 31, 2012. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova deutschland. The replaced distribution board was requested for return to livanova deutschland for further investigation. However, the device was inadvertently misplaced and cannot be located. No further investigation is possible at this time and a root cause could not be determined. If the device is located, the investigation will be reopened. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the patient tank power button on the control panel for the sorin heater-cooler system 3t did not work during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the distribution board to resolve the fault. The unit was tested and no further issues were reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The replaced board has been requested for return to sorin group (B)(4) for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the patient tank power button on the control panel for the sorin heater-cooler system 3t did not work during a procedure. There was no report of patient injury.